Event description:
Customer reported an over infusion of insulin requiring medical intervention. Stated an insulin infusion was started (using a buretrol) at 0400, concentration 100 units/100 ml to infuse at 3 units/hour and the programming was confirmed by 2 rns. At 0600, a third nurse noted the insulin was infusing at 10 units/hour and the buretrol was empty. The patient's blood glucose at 0700 was 55, at 0715 it was 85 and at 0720 the insulin infusion was restarted at 1 unit/hr. The risk manager confirmed medical intervention was required to treat the patient's blood glucose of 55. Reported, the patient recovered without incident, no long term patient harm reported and no additional intervention required. The device event logs were received. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Patient information requested and all available information is included.